Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the bulkhead connector and the ethernet cable were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found no fault with this component. Through functional testing and visual/physical examination the reported issue could not be confirmed. The returned connector was intact and passed a continuity test with no opens or shorts detected. The ethernet cable was returned to the manufacturer for analysis. Analysis found no fault with this component. Through functional testing and visual/physical examination the reported issue could not be confirmed. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an issue transferring images. The navigation system was not accepting image transfers from the imaging system. The clinical specialist (cs) stated that the site wasn't letting the system fully transfer and were manually pushing over the images which caused the system to lock up. The cs was able to see that the when they by passed the bulkhead that the lag time or transfer time was better. No patient was present, this was found while testing another system.